Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), pelvic pain ("pain"), infection ("infections"), anxiety ("my anxiety is very bad") and nervousness ("feeling nervous"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device breakage, abdominal distension, hypersensitivity, pelvic pain, infection and nervousness outcome was unknown. The reporter considered abdominal distension, anxiety, device breakage, hypersensitivity, infection, nervousness, pelvic pain and perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case received-reporter added. Event "anxiety aggravated" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ migration of essure device location of device: poking through the tubes") and device breakage ("fracturing of the implant") in a 36-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's previously administered products included for birth control: mirena iud from 2010 to (B)(6) 2012. Concurrent conditions included depression, migraine, obesity, arthritis, asthma, gallstones, peptic ulcer disease and tuberculosis. Concomitant products included hydrocortisone for rash as well as bactrim (bactrim ds), diphenhydramine hydrochloride (benadryl), fluticasone propionate (flovent), hydroxyzine (atarax), ibuprofen, montelukast, ondansetron (zofran), promethazine, salbutamol (ventolin), trazodone and vicodin (hydrocodone w/acetaminophen). In 2013, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In october 2013, the patient experienced pelvic pain ("pain"), depression ("depression worsened"), urinary tract infection ("recurrent utis"), rash macular ("get bloches on my arms/ rashes on arms"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain/ cramping") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced incontinence ("incontinence"). In november 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), infection ("infections"), anxiety ("my anxiety is very bad"), nervousness ("feeling nervous"), allergy to metals ("nickel allergy") and pyuria ("pus in urine"). The patient was treated with surgery (to remove the essure implant, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, hypersensitivity, infection, anxiety, nervousness, depression, urinary tract infection, rash macular, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and allergy to metals outcome was unknown and the abdominal distension, pelvic pain, abdominal pain lower, pain in extremity and pyuria had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, incontinence, infection, migraine, nausea, nervousness, pain in extremity, pelvic pain, pyuria, rash macular, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 231 lbs. (B)(6) 2013, surgical pathology consultation: diagnosis result: placenta, umbilical cord and fetal membranes, vaginal delivery: columnar metaplasia of the amnion with subamnionic pigmented macrophages consistent with meconium. Unremarkable chorionic. Villi and trivascular umbilical cord. (B)(6) 2013, procedure: essure tubal sterilization. Findings: bimanual exam with mobile, av uterus, no tenderness, no adnexal masses. Normal appearing external genitalia and urethral meatus. There were probably 2 inserts deployed on the left. At the completion of placement, 2 coils were seen on the left, and 1 coil was seen on the right. (B)(6) 2013, impression: single horizontally oriented coil in the right pelvis and two partially crossing coils just left of midline. There is a non obstructive bowel gas pattern without free air, pneumatosis or portal venous gas. Small pelvic phleboliths. Cholecystectomy clips. No acute bony abnormalities. Visualized portions of the lungs are clear. (B)(6) 2014, surgical pathology consultation, a. Right fallopian tube b. Left fallopian tube status post essure coil placement in (B)(6) 2013. Two coils placed in l tube. Patient wishes to keep coils diagnosis: a. Fallopian tube, right, salpingectomy: complete cross section of unremarkable fallopian tube. B. Fallopian tube, left, salpingectomy: complete cross section of unremarkable fallopian tube. (B)(6) 2014, gross description: a. Received in formalin in a container labeled with patient name, hospital number, and "right fallopian tube" is a 6.2 cm in length x 0.5 cm in diameter purple-pink, fimbriated fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in a1. B. Received in formalin in a container labeled with patient name, hospital number, and "left fallopian tube" was a 6.4 cm in length x 0.5 cm in diameter fimbriated purple-pink fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in b1. (B)(6) 2014, essure removal details, findings: there has been interval removal of 3 bilateral fallopian tube coils. There are minute metallic density foci in the previous area of the coils, these may be in the endometrial canal impression: interval removal of bilateral fallopian tube coils. Minute metallic density foci project over the pelvis, of uncertain significance. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Event migration of essure device location of device: poking through the tubes was clubbed with previously reported event. Events abdominal pain lower, allergy to metals, depression, dysmenorrhoea, fatigue, headache, incontinence, migraine, nausea, pain in extremity, pyuria, rash macular, urinary tract infection, vaginal discharge, weight increased, device monitoring procedure not performed were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ migration of essure device location of device: poking through the tubes") and device breakage ("fracturing of the implant") in a 36-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" and device use error "2 coils (rather than 1) were accidentally place in one of her fallopian tubes". The patient's past medical history included coughing, sneezing, vaginal delivery, pap smear abnormal in 2009, spotting vaginal, amenorrhea, abdominal discomfort, complication of pregnancy, cholelithiasis, epilepsy and angioedema. Previously administered products included for birth control: mirena iud from 2010 to (B)(6) 2012; for an unreported indication: prenatal vitamin and nicotine. Concurrent conditions included depression, migraine, obesity, arthritis, asthma, gallstones, peptic ulcer disease, tuberculosis, multigravida, adhd, gallbladder disorder, phlebolith, vomiting, tingling, abdominal pain, flank pain, general body pain, back pain, fever, pyelonephritis and yeast infection. Concomitant products included hydrocortisone for rash as well as bactrim (bactrim ds), diphenhydramine hydrochloride (benadryl), fluticasone propionate (flovent), hydroxyzine (atarax), ibuprofen, montelukast, ondansetron (zofran), promethazine, salbutamol (ventolin), trazodone and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), depression ("depression worsened"), urinary tract infection ("recurrent utis"), rash macular ("get bloches on my arms/ rashes on arms"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain/ cramping") and pain in extremity ("leg pain"). On (B)(6) 2013, 8 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced incontinence ("incontinence"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), infection ("infections"), anxiety ("my anxiety is very bad"), nervousness ("feeling nervous"), allergy to metals ("nickel allergy") and pyuria ("pus in urine"). The patient was treated with surgery (to remove the essure implant, laparoscopic bilateral salpingectomy) and surgery (to remove the essure implant, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, hypersensitivity, infection, anxiety, nervousness, depression, urinary tract infection, rash macular, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and allergy to metals outcome was unknown and the abdominal distension, pelvic pain, abdominal pain lower, pain in extremity and pyuria had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, incontinence, infection, migraine, nausea, nervousness, pain in extremity, pelvic pain, pyuria, rash macular, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per mr. Device at the conclusion of the procedure no coil was seen therefore, there were probably 2 inserts deployed on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Abdominal x-ray - on (B)(6) 2013: bilateral fallopian tube coils current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 231 lbs. (B)(6) 2013, surgical pathology consultation: diagnosis result: placenta, umbilical cord and fetal membranes, vaginal delivery: columnar metaplasia of the amnion with subamnionic pigmented macrophages consistent with meconium. Unremarkable chorionic. Villi and trivascular umbilical cord. (B)(6) 2013, procedure: essure tubal sterilization. Findings: bimanual exam with mobile, av uterus, no tenderness, no adnexal masses. Normal appearing external genitalia and urethral meatus. There were probably 2 inserts deployed on the left. At the completion of placement, 2 coils were seen on the left, and 1 coil was seen on the right. (B)(6) 2013, impression: single horizontally oriented coil in the right pelvis and two partially crossing coils just left of midline. There is a non obstructive bowel gas pattern without free air, pneumatosis or portal venous gas. Small pelvic phleboliths. Cholecystectomy clips. No acute bony abnormalities. Visualized portions of the lungs are clear. (B)(6) 2014, surgical pathology consultation, a. Right fallopian tube. B. Left fallopian tube. Status post essure coil placement in (B)(6) 2013. Two coils placed in l tube. Patient wishes to keep coils diagnosis: a. Fallopian tube, right, salpingectomy: complete cross section of unremarkable fallopian tube. B. Fallopian tube, left, salpingectomy: complete cross section of unremarkable fallopian tube. (B)(6) 2014, gross description: a. Received in formalin in a container labeled with patient name, hospital number, and "right fallopian tube" is a 6.2 cm in length x 0.5 cm in diameter purple-pink, fimbriated fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in a1. B. Received in formalin in a container labeled with patient name, hospital number, and "left fallopian tube" was a 6.4 cm in length x 0.5 cm in diameter fimbriated purple-pink fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in b1. (B)(6) 2014, essure removal details, findings: there has been interval removal of 3 bilateral fallopian tube coils. There are minute metallic density foci in the previous area of the coils, these may be in the endometrial canal impression: interval removal of bilateral fallopian tube coils. Minute metallic density foci project over the pelvis, of uncertain significance. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: incontinence, anxiety, depression, pelvic pain, lower abdominal pain, nausea, nickel allergy. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device use error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs and mr received: event: device use error added. Concomitant and historical conditions added. Historical drugs added. Auto-narrative supplement added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/ migration of essure device location of device: poking through the tubes') and device breakage ('fracturing of the implant') in a 36-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" and device use error "2 coils (rather than 1) were accidentally place in one of her fallopian tubes". The patient's medical history included pap smear abnormal in 2009, coughing, sneezing, vaginal delivery, spotting vaginal, amenorrhea, abdominal discomfort, complication of pregnancy, cholelithiasis, epilepsy and angioedema. Previously administered products included for birth control: mirena iud from 2010 to (B)(6) 2012; for an unreported indication: prenatal vitamin and nicotine. Concurrent conditions included depression, migraine, obesity, arthritis, asthma, gallstones, peptic ulcer disease, tuberculosis, multigravida, adhd, gallbladder disorder, phlebolith, vomiting, tingling, abdominal pain, flank pain, general body pain, back pain, fever, pyelonephritis and yeast infection. Concomitant products included hydrocortisone for rash as well as diphenhydramine hydrochloride, fluticasone propionate (flovent), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydroxyzine, ibuprofen, montelukast, ondansetron (zofran), promethazine, salbutamol, sulfamethoxazole;trimethoprim (bactrim ds) and trazodone. In 2013, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), depression ("depression worsened"), urinary tract infection ("recurrent utis"), rash macular ("get bloches on my arms/ rashes on arms"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain/ cramping, achey pains") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced incontinence ("incontinence"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating, she has been so bloated and hurting"), hypersensitivity ("allergic reaction"), infection ("infections"), anxiety ("my anxiety is very bad"), nervousness ("feeling nervous"), allergy to metals ("nickel allergy"), pyuria ("pus in urine"), abdominal pain ("she had pain and discomfort"), pollakiuria ("she experience frequently going bathroom (pee)"), bladder discomfort ("sharp pressure while going urination"), pyrexia ("she has having chills and fever"), asthenia ("weakness"), vulvovaginal mycotic infection ("yeast infection, vaginal infection, she had infection in vaginal area"), back pain ("back pain"), abdominal pain upper ("stomach pain"), gastritis ("her stomach was damn inflammed"), fear ("she was getting scared"), paraesthesia ("tingling"), pelvic discomfort ("discomfort"), dysuria ("no burning just sharp pain"), cough ("cough") and vomiting ("vomiting"). The patient was treated with surgery (to remove the essure implant, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, hypersensitivity, infection, anxiety, nervousness, depression, urinary tract infection, rash macular, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, allergy to metals, abdominal pain, pollakiuria, bladder discomfort, pyrexia, asthenia, vulvovaginal mycotic infection, back pain, abdominal pain upper, gastritis, fear, paraesthesia, pelvic discomfort, dysuria, cough and vomiting outcome was unknown and the abdominal distension, pelvic pain, abdominal pain lower, pain in extremity and pyuria had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, asthenia, back pain, bladder discomfort, cough, depression, device breakage, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, fear, gastritis, headache, hypersensitivity, incontinence, infection, migraine, nausea, nervousness, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, pollakiuria, pyrexia, pyuria, rash macular, urinary tract infection, vaginal discharge, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per mr. Device at the conclusion of the procedure no coil was seen therefore, there were probably 2 inserts deployed on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Abdominal x-ray - on (B)(6) 2013: results: bilateral fallopian tube coils. Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 231 lbs. (B)(6) 2013, surgical pathology consultation: diagnosis result: placenta, umbilical cord and fetal membranes, vaginal delivery: columnar metaplasia of the amnion with subamnionic pigmented macrophages consistent with meconium. Unremarkable chorionic. Villi and trivascular umbilical cord. (B)(6) 2013, procedure: essure tubal sterilization. Findings: bimanual exam with mobile, av uterus, no tenderness, no adnexal masses. Normal appearing external genitalia and urethral meatus. There were probably 2 inserts deployed on the left. At the completion of placement, 2 coils were seen on the left, and 1 coil was seen on the right. (B)(6) 2013, impression: single horizontally oriented coil in the right pelvis and two partially crossing coils just left of midline. There is a non obstructive bowel gas pattern without free air, pneumatosis or portal venous gas. Small pelvic phleboliths. Cholecystectomy clips. No acute bony abnormalities. Visualized portions of the lungs are clear. (B)(6) 2014, surgical pathology consultation, a. Right fallopian tube b. Left fallopian tube status post essure coil placement in (B)(6) 2013. Two coils placed in l tube. Patient wishes to keep coils diagnosis: a. Fallopian tube, right, salpingectomy: complete cross section of unremarkable fallopian tube. B. Fallopian tube, left, salpingectomy: complete cross section of unremarkable fallopian tube. (B)(6) 2014, gross description: a. Received in formalin in a container labeled with patient name, hospital number, and "right fallopian tube" is a 6.2 cm in length x 0.5 cm in diameter purple-pink, fimbriated fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in a1. B. Received in formalin in a container labeled with patient name, hospital number, and "left fallopian tube" was a 6.4 cm in length x 0.5 cm in diameter fimbriated purple-pink fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in b1. (B)(6) 2014, essure removal details, findings: there has been interval removal of 3 bilateral fallopian tube coils. There are minute metallic density foci in the previous area of the coils, these may be in the endometrial canal impression: interval removal of bilateral fallopian tube coils. Minute metallic density foci project over the pelvis, of uncertain significance. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: incontinence, anxiety, depression, pelvic pain, lower abdominal pain, nausea, nickel allergy. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device use error. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she had pain and discomfort, she experience frequently going bathroom (pee), sharp pressure while going urination, she has having chills and fever, weakness, yeast infection, vaginal infection, she had infection in vaginal area, back pain, stomach pain, she could have massive bleeding, she go thru menopause, her stomach was damn inflamed, she was getting scared, tingling quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received "she had pain and discomfort, she experience frequently going bathroom (pee), sharp pressure while going urination, she has having chills and fever, weakness, yeast infection, vaginal infection, she had infection in vaginal area, back pain, stomach pain, she could have massive bleeding, she go thru menopause, her stomach was damn inflamed, she was getting scared, tingling" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ migration of essure device location of device: poking through the tubes") and device breakage ("fracturing of the implant") in a 36-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's previously administered products included for birth control: mirena iud from 2010 to (B)(6) 2012. Concurrent conditions included depression, migraine, obesity, arthritis, asthma, gallstones, peptic ulcer disease and tuberculosis. Concomitant products included hydrocortisone for rash as well as bactrim (bactrim ds), diphenhydramine hydrochloride (benadryl), fluticasone propionate (flovent), hydroxyzine (atarax), ibuprofen, montelukast, ondansetron (zofran), promethazine, salbutamol (ventolin), trazodone and vicodin (hydrocodone w/acetaminophen). In 2013, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In october 2013, the patient experienced pelvic pain ("pain"), depression ("depression worsened"), urinary tract infection ("recurrent utis"), rash macular ("get bloches on my arms/ rashes on arms"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain/ cramping") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced incontinence ("incontinence"). In november 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), infection ("infections"), anxiety ("my anxiety is very bad"), nervousness ("feeling nervous"), allergy to metals ("nickel allergy") and pyuria ("pus in urine"). The patient was treated with surgery (to remove the essure implant, laparoscopic bilateral salpingectomy) and surgery (to remove the essure implant, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) -2014. At the time of the report, the fallopian tube perforation, device breakage, hypersensitivity, infection, anxiety, nervousness, depression, urinary tract infection, rash macular, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and allergy to metals outcome was unknown and the abdominal distension, pelvic pain, abdominal pain lower, pain in extremity and pyuria had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, incontinence, infection, migraine, nausea, nervousness, pain in extremity, pelvic pain, pyuria, rash macular, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) -2013 as per pfs and (B)(6) 2013 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 231 lbs. (B)(6) 2013, surgical pathology consultation: diagnosis result: placenta, umbilical cord and fetal membranes, vaginal delivery: columnar metaplasia of the amnion with subamnionic pigmented macrophages consistent with meconium. Unremarkable chorionic. Villi and trivascular umbilical cord. (B)(6) 2013, procedure: essure tubal sterilization. Findings: bimanual exam with mobile, av uterus, no tenderness, no adnexal masses. Normal appearing external genitalia and urethral meatus. There were probably 2 inserts deployed on the left. At the completion of placement, 2 coils were seen on the left, and 1 coil was seen on the right. (B)(6) 2013, impression: single horizontally oriented coil in the right pelvis and two partially crossing coils just left of midline. There is a non obstructive bowel gas pattern without free air, pneumatosis or portal venous gas. Small pelvic phleboliths. Cholecystectomy clips. No acute bony abnormalities. Visualized portions of the lungs are clear. (B)(6) 2014, surgical pathology consultation, a. Right fallopian tube b. Left fallopian tube status post essure coil placement inoct2013. Two coils placed in l tube. Patient wishes to keep coils diagnosis: a. Fallopian tube, right, salpingectomy: complete cross section of unremarkable fallopian tube. B. Fallopian tube, left, salpingectomy: complete cross section of unremarkable fallopian tube. (B)(6) 2014, gross description: a. Received in formalin in a container labeled with patient name, hospital number, and "right fallopian tube" is a 6.2 cm in length x 0.5 cm in diameter purple-pink, fimbriated fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in a1. B. Received in formalin in a container labeled with patient name, hospital number, and "left fallopian tube" was a 6.4 cm in length x 0.5 cm in diameter fimbriated purple-pink fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in b1. (B)(6) 2014, essure removal details, findings: there has been interval removal of 3 bilateral fallopian tube coils. There are minute metallic density foci in the previous area of the coils, these may be in the endometrial canal impression: interval removal of bilateral fallopian tube coils. Minute metallic density foci project over the pelvis, of uncertain significance. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical problem ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/ migration of essure device location of device: poking through the tubes') and device breakage ('fracturing of the implant/ faulty coil') in a 36-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test", device deployment issue "doctor said that it did not deploit so inserted another" and device use error "2 coils (rather than 1) were accidentally place in one of her fallopian tubes". The patient's medical history included pap smear abnormal in 2009, coughing, sneezing, vaginal delivery, spotting vaginal, amenorrhea, abdominal discomfort, complication of pregnancy, cholelithiasis, epilepsy and angioedema. Previously administered products included for birth control: mirena iud from 2010 to (B)(6) 2012; for an unreported indication: depo provera in (B)(6) 2013, nicotine and prenatal vitamin. Concurrent conditions included depression, migraine, obesity, arthritis, asthma, gallstones, peptic ulcer disease, tuberculosis, multigravida, adhd, gallbladder disorder, phlebolith, vomiting, tingling, abdominal pain, flank pain, general body pain, back pain, fever, pyelonephritis and yeast infection. Concomitant products included hydrocortisone for rash as well as diphenhydramine hydrochloride, fluticasone propionate (flovent), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo provera) since (B)(6) 2013, montelukast, ondansetron (zofran), promethazine, salbutamol, sulfamethoxazole;trimethoprim (bactrim ds) and trazodone. In 2013, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), depression ("depression worsened"), recurrent uti ("recurrent utis"), rash macular ("get bloches on my arms/ rashes on arms"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain/ cramping, achey pains") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced loss of libido ("sex drive has gone"), 2 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("blood clots/spotted blood") and malaise ("I am not feeling right/ feeling bad"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced incontinence ("incontinence"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") with pyrexia and pyuria. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating, she has been so bloated and hurting/ bloating bad/bloated all time"), hypersensitivity ("allergic reaction"), infection ("infections/ terrible infections"), anxiety ("my anxiety is very bad"), nervousness ("feeling nervous"), allergy to metals ("nickel allergy"), pyuria ("pus in urine"), abdominal pain ("she had pain and discomfort"), pollakiuria ("she experience frequently going bathroom (pee)/ it is takes forever to pee"), bladder discomfort ("sharp pressure while going urination"), pyrexia ("she has having chills and fever"), asthenia ("weakness"), vulvovaginal mycotic infection ("yeast infection, vaginal infection, she had infection in vaginal area"), back pain ("back pain/ lower back pain"), stomach pain ("stomach pain"), the first episode of gastritis ("her stomach was damn inflammed"), fear ("she was getting scared"), paraesthesia ("tingling/ tingly on each side/tinglying pain on bothsides"), pelvic discomfort ("discomfort/ pressure on bottom"), dysuria ("no burning just sharp pain"), cough ("cough"), vomiting ("vomiting"), the second episode of gastritis ("stomach inflammed"), pain stomach ("hurting in stomach/ stomach pain"), pain ("hurting it is like burning"), discomfort ("feel uncomfortable") and cystitis noninfective ("bladder inflammation"). The patient was treated with ibuprofen, IV fluids and surgery (to remove the essure implant, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage and rash macular outcome was unknown, the abdominal distension, hypersensitivity, pelvic pain, infection, anxiety, nervousness, depression, recurrent uti, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, allergy to metals, abdominal pain lower, pain in extremity, pyuria, abdominal pain, pollakiuria, bladder discomfort, pyrexia, asthenia, vulvovaginal mycotic infection, back pain, stomach pain, fear, paraesthesia, pelvic discomfort, dysuria, cough, vomiting, loss of libido, vaginal haemorrhage, malaise, the last episode of gastritis, pain stomach, pain, discomfort and cystitis noninfective had resolved and the urinary tract infection had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, asthenia, back pain, bladder discomfort, cough, cystitis noninfective, depression, device breakage, discomfort, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, fear, headache, hypersensitivity, incontinence, infection, loss of libido, malaise, migraine, nausea, nervousness, pain, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, pollakiuria, pyrexia, pyuria, rash macular, recurrent uti, stomach pain, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal mycotic infection, weight increased, the first episode of gastritis, pain stomach, urinary tract infection and the second episode of gastritis to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per mr. Device at the conclusion of the procedure no coil was seen therefore, there were probably 2 inserts deployed on the left. The patient described that the doctor placed faulty coil in her . Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 231 lbs. (B)(6) 2013, surgical pathology consultation:diagnosis result: placenta, umbilical cord and fetal membranes, vaginal delivery: columnar metaplasia of the amnion with subamnionic pigmented macrophages consistent with meconium. Unremarkable chorionic. Villi and trivascular umbilical cord. (B)(6) 2013, procedure: essure tubal sterilization. Findings: bimanual exam with mobile, av uterus, no tenderness, no adnexal masses. Normal appearing external genitalia and urethral meatus. There were probably 2 inserts deployed on the left. At the completion of placement, 2 coils were seen on the left, and 1 coil was seen on the right. (B)(6) 2013, impression: single horizontally oriented coil in the right pelvis and two partially crossing coils just left of midline. There is a non obstructive bowel gas pattern without free air, pneumatosis or portal venous gas. Small pelvic phleboliths. Cholecystectomy clips. No acute bony abnormalities. Visualized portions of the lungs are clear. The doctor said that they believed that her symptoms were from deprovera shot. The doctor gave it the consumer after she left the hospital after her son was born ((B)(6) 2013) and also when she got essure implanted on (B)(6) 2013. The doctors said that essure was did not caused her symptoms. The consumer described that a resident made a judgment, it was said that the first coils did not deploited so another coil was added. Essure was removed on (B)(6) 2014 via surgery, her uterus was preserved, the consumer said that she has been feeling much better and pain free and no more side affects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Abdominal x-ray - on (B)(6) 2013: results: bilateral fallopian tube coils. Pathology test - on an unknown date: result from removed coils: normal, no infection or inflammation.; on (B)(6) 2014: essure removal details, findings: there has been interval removal of 3 bilateral fallopian tube coils. There are minute metallic density foci in the previous area of the coils, these may be in the endometrial canal impression: interval removal of bilateral fallopian tube coils. Minute metallic density foci project over the pelvis, of uncertain significance.; on (B)(6) 2014: (B)(6) 2014, gross description: a. Received in formalin in a container labeled with patient name, hospital number, and "right fallopian tube" is a 6.2 cm in length x 0.5 cm in diameter purple-pink, fimbriated fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in a1. B. Received in formalin in a container labeled with patient name, hospital number, and "left fallopian tube" was a 6.4 cm in length x 0.5 cm in diameter fimbriated purple-pink fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in b1.; on (B)(6) 2014: (B)(6) 2014, surgical pathology consultation, a. Right fallopian tube. B. Left fallopian tube. Status post essure coil placement in (B)(6) 2013. Two coils placed in l tube. Patient wishes to keep coils diagnosis: a. Fallopian tube, right, salpingectomy: complete cross section of unremarkable fallopian tube. B. Fallopian tube, left, salpingectomy: complete cross section of unremarkable fallopian tube.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: incontinence, anxiety, depression, pelvic pain, lower abdominal pain, nausea, nickel allergy. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device use error. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she had pain and discomfort, she experience frequently going bathroom (pee), sharp pressure while going urination, she has having chills and fever, weakness, yeast infection, vaginal infection, she had infection in vaginal area, back pain, stomach pain, she could have massive bleeding, she go thru menopause, her stomach was damn inflamed, she was getting scared, tingling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: new events were reported via social media: sex drive has gone; blood clots/spotted blood; I am not feeling right/feeling bad; stomach inflamed; urinary tract infection (chills and fever and pus in my urine); hurting in stomach/ stomach pain; hurting it is like burning; feel uncomfortable; bladder inflammation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/ migration of essure device location of device: poking through the tubes') and device breakage ('fracturing of the implant/ faulty coil') in a 36-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test", device deployment issue "doctor said that it did not deploit so inserted another" and device use error "2 coils (rather than 1) were accidentally place in one of her fallopian tubes". The patient's medical history included pap smear abnormal in 2009, coughing, sneezing, vaginal delivery, spotting vaginal, amenorrhea, abdominal discomfort, complication of pregnancy, cholelithiasis, epilepsy and angioedema. Previously administered products included for birth control: mirena iud from 2010 to (B)(6) 2012; for an unreported indication: depo provera in (B)(6) 2013, nicotine and prenatal vitamin. Concurrent conditions included depression, migraine, obesity, arthritis, asthma, gallstones, peptic ulcer disease, tuberculosis, multigravida, adhd, gallbladder disorder, phlebolith, vomiting, tingling, abdominal pain, flank pain, general body pain, back pain, fever, pyelonephritis and yeast infection. Concomitant products included hydrocortisone for rash as well as diphenhydramine hydrochloride, fluticasone propionate (flovent), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo provera) since (B)(6) 2013, montelukast, ondansetron (zofran), promethazine, salbutamol, sulfamethoxazole;trimethoprim (bactrim ds) and trazodone. In 2013, the patient experienced migraine ("migraines worsened") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), depression ("depression worsened"), recurrent uti ("recurrent utis"), rash macular ("get blotches on my arms/ rashes on arms"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain/ cramping, achey pains") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced loss of libido ("sex drive has gone"), 2 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("blood clots/spotted blood") and malaise ("I am not feeling right/ feeling bad"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced incontinence ("incontinence"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") with pyrexia and pyuria. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating, she has been so bloated and hurting/ bloating bad/bloated all time"), hypersensitivity ("allergic reaction"), infection ("infections/ terrible infections"), anxiety ("my anxiety is very bad"), nervousness ("feeling nervous"), allergy to metals ("nickel allergy"), pyuria ("pus in urine"), abdominal pain ("she had pain and discomfort"), pollakiuria ("she experience frequently going bathroom (pee)/ it is takes forever to pee"), bladder discomfort ("sharp pressure while going urination"), pyrexia ("she has having chills and fever"), asthenia ("weakness"), vulvovaginal mycotic infection ("yeast infection, vaginal infection, she had infection in vaginal area"), back pain ("back pain/ lower back pain"), stomach pain ("stomach pain"), the first episode of gastritis ("her stomach was damn inflamed"), fear ("she was getting scared"), paraesthesia ("tingling/ tingly on each side/tingling pain on both sides"), pelvic discomfort ("discomfort/ pressure on bottom"), dysuria ("no burning just sharp pain"), cough ("cough"), vomiting ("vomiting"), the second episode of gastritis ("stomach inflamed"), pain stomach ("hurting in stomach/ stomach pain"), pain ("hurting it is like burning"), discomfort ("feel uncomfortable") and cystitis noninfective ("bladder inflammation"). The patient was treated with ibuprofen, IV fluids and surgery (to remove the essure implant, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage and rash macular outcome was unknown, the abdominal distension, hypersensitivity, pelvic pain, infection, anxiety, nervousness, depression, recurrent uti, incontinence, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, allergy to metals, abdominal pain lower, pain in extremity, pyuria, abdominal pain, pollakiuria, bladder discomfort, pyrexia, asthenia, vulvovaginal mycotic infection, back pain, stomach pain, fear, paraesthesia, pelvic discomfort, dysuria, cough, vomiting, loss of libido, vaginal haemorrhage, malaise, the last episode of gastritis, pain stomach, pain, discomfort and cystitis noninfective had resolved and the urinary tract infection had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, asthenia, back pain, bladder discomfort, cough, cystitis noninfective, depression, device breakage, discomfort, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, fear, headache, hypersensitivity, incontinence, infection, loss of libido, malaise, migraine, nausea, nervousness, pain, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, pollakiuria, pyrexia, pyuria, rash macular, recurrent uti, stomach pain, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal mycotic infection, weight increased, the first episode of gastritis, pain stomach, urinary tract infection and the second episode of gastritis to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per mr. Device at the conclusion of the procedure no coil was seen therefore, there were probably 2 inserts deployed on the left. The patient described that the doctor placed faulty coil in her. Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 231 lbs. (B)(6) 2013, surgical pathology consultation:diagnosis result: placenta, umbilical cord and fetal membranes, vaginal delivery: columnar metaplasia of the amnion with subamnionic pigmented macrophages consistent with meconium. Unremarkable chorionic. Villi and trivascular umbilical cord. (B)(6) 2013, procedure: essure tubal sterilization. Findings: bimanual exam with mobile, av uterus, no tenderness, no adnexal masses. Normal appearing external genitalia and urethral meatus. There were probably 2 inserts deployed on the left. At the completion of placement, 2 coils were seen on the left, and 1 coil was seen on the right. (B)(6) 2013, impression: single horizontally oriented coil in the right pelvis and two partially crossing coils just left of midline. There is a non obstructive bowel gas pattern without free air, pneumatosis or portal venous gas. Small pelvic phleboliths. Cholecystectomy clips. No acute bony abnormalities. Visualized portions of the lungs are clear. The doctor said that they believed that her symptoms were from deprovera shot. The doctor gave it the consumer after she left the hospital after her son was born (B)(6) 2013) and also when she got essure implanted on (B)(6) 2013. The doctors said that essure was did not caused her symptoms. The consumer described that a resident made a judgment, it was said that the first coils did not deploited so another coil was added. Essure was removed on (B)(6) 2014 via surgery, her uterus was preserved, the consumer said that she has been feeling much better and pain free and no more side affects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.7 kg/sqm. Abdominal x-ray - on (B)(6) 2013: results: bilateral fallopian tube coils. Pathology test - on an unknown date: result from removed coils: normal, no infection or inflammation.; on (B)(6) 2013: essure removal details, findings: there has been interval removal of 3 bilateral fallopian tube coils. There are minute metallic density foci in the previous area of the coils, these may be in the endometrial canal impression: interval removal of bilateral fallopian tube coils. Minute metallic density foci project over the pelvis, of uncertain significance. On (B)(6) 2014: (B)(6) 2014, gross description: a. Received in formalin in a container labeled with patient name, hospital number, and "right fallopian tube" is a 6.2 cm in length x 0.5 cm in diameter purple-pink, fimbriated fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in a1. B. Received in formalin in a container labeled with patient name, hospital number, and "left fallopian tube" was a 6.4 cm in length x 0.5 cm in diameter fimbriated purple-pink fallopian tube with a smooth and shiny external surface. Representative sections of tube and entire fimbriae are submitted in b1.; on (B)(6) 2014: (B)(6) 2014, surgical pathology consultation, a. Right fallopian tube b. Left fallopian tube status post essure coil placement in (B)(6) 2013. Two coils placed in l tube. Patient wishes to keep coils diagnosis: a. Fallopian tube, right, salpingectomy: complete cross section of unremarkable fallopian tube. B. Fallopian tube, left, salpingectomy: complete cross section of unremarkable fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), pelvic pain ("pain") and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device breakage, abdominal distension, hypersensitivity, pelvic pain and infection outcome was unknown. The reporter considered abdominal distension, device breakage, hypersensitivity, infection, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.